Manufacturer narrative:
Additional information: concomitant medical products, date rec¿d by MFR, device evaluated by MFR. Evaluation summary: one sample was received for evaluation. The failure tear in cuff was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found. An inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. No corrective actions are needed at this time since the confirmed failure (tear in cuff) would have been detected during the 100% inflation/ deflation test. The failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were unable to intubate due to an air leak. After removing the tube, they filled it with normal saline and observed a hole in the balloon. The patient needed to be intubated three times and that medicine was issued to prevent coding.